Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07153. Follow up information identified the patient underwent lead revision where both leads were explanted. Patient¿s left side pain has resolved. Follow up information identified the initial reporter information. Section e is completed.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-07153. It was reported the patient experienced new pain on his left side underneath his bottom rib with or without stimulation turned on. Patient may be awaiting lead revision.